Event description:
Customer reported issues with the insulin pump. Customer states that they weren't sure about whether the insulin pump caused certain events in the past. Reviewed customer history and did not see any issues. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).